Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited high out of range pacing impedance values. It was noted the associated right ventricular lead was a competitor product and that the boston scientific device had an implant duration of over three years. During an in clinic follow-up, pacing impedance values had stabilized around 800 ohms, thus, no intervention performed and no adverse patient effects were reported. The patient continues to be monitored via a remote monitoring system and all other diagnostics were confirmed to be within normal ranges.

Event description:
Subsequently, another remote monitoring system alert had been generated for high pacing impedance values. To date, no medical and/or surgical intervention, has been performed.